Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pace impedance is at 1938 ohms by (B)(6) 2016. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The right ventricular pace impedance is steady at approximately 394 ohms through (B)(6) 2016, then steadily rises to 1900 ohms from (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedance that had risen to around 1900 ohms. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.